Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins battery is dead. Patient has tried to recharge it a while ago but she cannot get it recharged. Patient stated she just wants the ins taken out. Patient can't tell a difference in her symptoms since the ins battery depleted so she does not feel that therapy worked for her since implant. No further complications were reported.